Manufacturer narrative:
Concomitant medical products: tm modular cup 52mm cluster-hole catalog#: 00620205222 lot#: 63089641, tm primary stem, 12mm standard catalog#: 00786401200 lot#: 63083701, 12/14 cocr femoral head 36mm +0 catalog#: 00801803602 lot#: 63128203. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing heavy feeling, feels not connected, swelling, sore, tingling in toes, and pain, approximately 2 years post primary surgery, due to unknown reason. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02277, 0001822565-2017-02278, 0001822565-2017-02279 and 0002648920-2017-00240.

Event description:
Patient reported allegations of pain, swelling, soreness, tingling in toes, heavy feeling and loosening post-implantation. No revision has been reported to date. Attempts for additional information have been made; however, none is available at this time. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.